Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who wasreceiving baclofen 2000 micro gram/ml at 315 micro gram/day via an implantable pump at simple continuous dosing for an unknown indication for use. It was reported that they had an elective replacement indicator (eri) of 18 months on (B)(6) 2016. On (B)(6) 2016 the eri was 27 months, on (B)(6) 2016 eri was 24 months, and on (B)(6) 2017 eri was 18 months. On (B)(6) 2017, a refill was done and the n¿vision displayed that eri occurred. Schedule to replace the pump by (B)(6) 2017. It was noted that the pump was implanted in 2011. It was noted that for the logs: ¿they did not read the lock¿. There was no harm or injury with the patient. The patient is fine and the last two weeks the patient has had increased spasticity. It was noted that the pump will be returned. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was reported that the patient weight was unknown. The implant date was (B)(6) 2017 and the explant date should be (B)(6) 2017. It was noted that the explant was postponed from last week. The patient¿s medical history included multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Describe event or problem was updated. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 micro gram/ml at 315 micro gram/day via an implantable pump at simple continuous dosing for an unknown indication for use. It was reported that they had an elective replacement indicator (eri) of 18 months on (B)(6) 2016. On (B)(6) 2016 the eri was 27 months, on (B)(6) 2016 eri was 24 months, and on (B)(6) 2016 eri was 18 months. On (B)(6) 2017, a refill was done and the n¿vision displayed that eri occurred. Schedule to replace the pump by (B)(6) 2017. It was noted that the pump was implanted in 2011. It was noted that for the logs: ¿they did not read the lock¿. There was no harm or injury with the patient. The patient is fine and the last two weeks the patient has had increased spasticity. It was noted that the pump will be returned. No further complications were reported and/or anticipated. Additional information was received. It was reported that the patient weight was unknown. The implant date was (B)(6) 2011 and the explant date should be (B)(6) 2017. It was noted that the explant was postponed from last week. The patient¿s medical history included multiple sclerosis. Additional information was received. It was reported that the pump was explanted on (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant date of the pump was (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
The event was previously report as only a product problem. It should have been reported as an adverse event and product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4) found the battery had a higher than expected internal resistance. Conclusion code was updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.